Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: removed check mark from device "explanted" box. Evaluation summary: (B)(4) the actual device was not received for evaluation. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A report to technical services by the nurse indicated, there was evidence of an abrupt change in threshold and impedance with the right ventricular lead. Technical services recommended nurse discuss observations with the physician. The device remains actively implanted with no report of any consequential actions. No patient complications have been reported as a result of this event.